Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images in question, which appeared as visually negative. The immucor laboratory performed a DHR review on (B)(6) 2018, because the product had already expired on 04sep2018, which showed that all specifications were deemed to be acceptable. (B)(4).

Event description:
On 05sep2018, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2018.